Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (aortic neck angulation, thrombus and calcium in the aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck angulation, thrombus and calcium in the aortic neck).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm approximately three weeks ago. There was moderate proximal neck angulation and moderate thrombus and mild calcification. The iliac arteries were moderately calcified bilaterally. It was reported that there was a proximal type I endoleak seen on the final angiogram run. The decision was made to place an aortic cuff and this successfully resolved the type I endoleak. No additional clinical sequelae were reported and the patient is fine.